Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 35mg/dl, 104mg/dl. Tests were done within 2 minutes with a difference of 61mg/dl. Pt did not experience any adverse events. No further info has been reported.